Event description:
Freestyle libre 3+ sensors have been reported to have severe issues where they are saying people are having low blood sugars when they are not. I just got a whole new order in where my last two sensors were saying I was having severe lows but when I checked my blood sugar with my finger, I was fine. This is extremely dangerous and a massive health risk. Even worse, they built a website where you can check if your sensors have been affected. I checked both of these sensors before I used them and they said they were fine to use. This means that many others of there sensors are impacted that they are not aware of or reporting. This is a huge problem and needs to be addressed immediately. My sensors are not working correctly and they impact my insulin pump too that uses my blood sugar to administer and determine insulin. Pt code: 4582. Device codes: 2460, 3023, 2919. Ref report: mw5181985.